Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Daniel a tonetti, shashvat m desai, stephanie casillo, benjamin m zussman, ashutosh jadhav, brian thomas jankowitz, tudor g jovin, bradley a gross. Stentriever salvage after failed manual aspiration thrombectomy. Doi:10.1136/neurintsurg-2019-014828. Medtronic literature review found a report of patient complications after during the use of the navien catheter. The purpose of the study was to identify predictors of successful crossover to smat (stent retriever mediated aspiration thrombectomy) after failed first pass mat (manual aspiration thrombectomy). Of 433 patients undergoing large vessel intracranial thrombectomy during the study period, 319 consecutive patients underwent first pass mat for lvo. Mean age was 71.4 years and 52.4% were women. One of six aspiration catheters were used for the initial clot in this study: the ace 60, 64, or 68 reperfusion catheter (penumbra inc), the sofia plus (microvention, aliso viejo, california, USA), axs catalyst 6 distal access catheter (stryker neurovascular), and the 6 f 0.072 inch navien intracranial support catheter (medtronic, irvine, california, USA). It is unclear whether the 18 complications reported were involved with the manufacturer's device. There was one retroperitoneal hematoma requiring transfusion.